Event description:
It was reported that during a gastric sleeve procedure, the min./max. Button on device was pushed but would not activate device. The generator was shut down and device was reassembled. The device began working (did activate) but it eventually stopped activating. A second device was opened for use and this second device would not activate from onset. The hand piece was replaced and the second device was used again. This second device and hand piece worked as intended and was used to complete case. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned in good physical condition. The device was functionally tested on the generator and the hand control switch assembly was not functional. However, the device did activate when tested with the foot switch. The device was disassembled to inspect internal components. Corrosion was found at the hand activation domes. The corrosion in the domes is possibly caused when the device was soaked for re-use; the introduction of saline or blood getting up into the device during the procedure, or the device being soaked for cleaning before shipment for analysis. It is probable that this may have affected the functionality of the hand activation buttons.